Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in sections b5 and d10.

Event description:
Additional information was received on (B)(6) 2021. It was believed that a 6fr sheath was used. The procedure was a sirt, so they would have used 035 wires a, progreat microcatheter and sirtex particles for the procedure. The doctor uses ultra sound guided access and were no difficulties or unusual aspects to the insertion.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: "assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angioseal device by injecting contrast medium through the procedure sheath followed by an angiogram." The complaint can be confirmed since the patient was treated for bleeding per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device failed to deliver. The patient has recovered although required surgical removal of anchor. Additional information was received on 27jan2021. After a sirt procedure, an ultrasound was performed and they could not see any calcium in the vicinity. However, when they deployed the angio-seal, it had caught something, he felt possibly it was calcium. They pulled and none of the angio-seal device could be removed and therefore they called surgeons to remove; removed successfully and the patient was discharged the same evening.